Event description:
Boston scientific crm received and reported the following info: "left ventricular epicardial lead was abandoned surgically due to high threshold measurements and poor sensing."

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion code: it cannot be determined whether the rise in thresholds was related to device performance, or pt condition.